Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in the vertebral artery. A 5.0mmx19mmx150cm express sd stent was selected for use. However, during unpacking, it was found that the stent was kinked and was unqualified device. The procedure was completed with a different device. No patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. The stent was in place. The stent was kinked 8mm from the proximal end of the stent. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported stent damage.

Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in the vertebral artery. A 5.0mmx19mmx150cm express sd stent was selected for use. However, during unpacking, it was found that the stent was kinked and was unqualified device. The procedure was completed with a different device. No patient complications nor injuries reported and the patient's status was stable.